Manufacturer narrative:
Radiographic images were provided for review. The x-ray shows the cervical spine showing a collapsed disc replacement and a very large cystic lesion at the superior endplate. Microbiology/pathology reports were not provided. As the device has not been explanted, examination of the device could not be completed. While it was confirmed that the device had lost height, without examination of the device, it is not possible to determine the cause of the reported failure for this product experience. Rmf 0003 rev 38 line 12.73.5. - resorption or osteolysis, without infection/infected abscess/infected cyst, not leading to surgical intervention.

Event description:
It was reported that a 64 year old male patient, 4-years post-op appeared to be getting osteolysis. However, the patient is not experiencing pain, device remains implanted and a revision surgery has yet to be scheduled.